Event description:
I used poligrip from approximately (B)(6) 2007 - (B)(6) 2010 while I was using poligrip, I began experiencing numbness and tingling in my extremities. On (B)(6) 2009, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment, and condition is worsening by the day. Dose or amount: denture cream. Frequency: daily. Route: oral. Dates of use: (B)(6) 2007 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.